Event description:
The catheter was inserted via the right subclavian vein without difficulty for treatment of a pancreatic tumor. The catheter was in use for five weeks with no problems noted. Then, erythema and secretion at the puncture site was detected. The catheter was removed without difficulty. After removal it was noticed that 7cm of the distal portion remained in the vessel. A loop snare was used to remove it. There were no pt complications.